Event description:
A 22 mm diameter x 13 mm diameter x 13.5 mm length aneurx bifurcated stent graft and its components were implanted in a patient for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 20 mm, and the length from the proximal non-aneurysmal neck to the distal non-aneurysmal iliac neck was 170 mm. Vessel morphology was non-tortuous with no calcification. The patient has a history of chronic obstructive pulmonary disease. It was reported that the bifurcated device was pulled down approximately 1 cm as the runners were retracted. A 24mm diameter x 3.75 cm length aortic extender cuff was implanted to ensure an adequate seal. Final angiogram demonstrated a successful outcome with no endoleak and exclusion of the aneurysm. No clinical sequelae were reported, and the pt is reported to be fine.